Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-16. H6: investigation summary: forty-four representative samples were received by our quality team for evaluation. The samples were subjected to visual inspection and no needle pierced through catheter was observed on the samples. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that insyte-w winged pnk 20ga x 1.16in catheter broke. The following information was provided by the initial reporter: at the end of the patient's infusion placement, the needle of the mandrel remained in the catheter uncoupled from the plastic.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that insyte-w winged pnk 20ga x 1.16in catheter broke. The following information was provided by the initial reporter: at the end of the patient's infusion placement, the needle of the mandrel remained in the catheter uncoupled from the plastic.